Event description:
On august 10th a number of letters were received from the FDA office of surveillance and biometrics. A review of the info found the majority had been previously reported. We could not directly match the info to a known event. Pt had two-level charite (l4/5 & l5/s1) in 2005. Contact stated that charite failed and vertebra fractured and spinal column collapsed. The following day surgery was performed to remove the charite and fuse. Pt has limited mobility and pain.

Manufacturer narrative:
No connection can be made between the reported event and any shortcoming of the device. As no further info was received from the complainant we are closing this complaint at this time.